Event description:
It was reported that patient experienced an infusion set adhesive failure on (B)(6) 2026, where the adhesive came off while brushing the site.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545.manufacturing site: 3003442380.